Event description:
Review of the log files revealed that the low voltage hazard alarms captured on 18apr2024 were associated with temporary losses of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power while connected to the mobile power unit (mpu) was confirmed. The submitted controller event log file contained data spanning 2 days (18apr2024 ¿ 19apr2024 per the timestamp). The log file captured low voltage hazard and no external power alarms due to temporary losses of ac power while connected to the mobile power unit (mpu) on 18apr2024 from 23:52:07 to 23:52:09 and from 23:52:16 to 23:52:21. The system controller backup battery supplied power to the system during the losses of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. The pump maintained a speed within the expected range throughout the log file. It was reported that the mpu remains in use. Multiple requests for additional information were made to determine the cause of the losses of external power while connected to the mpu; however, the information was not provided. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mpu did not have a v-lock connector as the original cable (v-lock) was not compatible with the standard of brazil sockets. The cable had been changed to one that did not have the v-lock connector. The mpu was not exchanged.